Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol bard flat mesh device may have caused or contributed to the events as alleged by the patient¿s attorney. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent repair of a right inguinal hernia a bard flat mesh was implanted in patient for his hernia repair. On ni/ni/2017: the patient began experiencing hernia mesh complications such as pain in his groin, swelling of his right testicle and pain during sexual relation. Patient continues to experience these complications related to the mesh and will continue to suffer from them in the future. Patient's hernia mesh complications cause him pain and suffering and physical impairment. Patient suffered a life-altering and permanent personal injury. The patient has suffered and will continue to suffer permanent pain and suffering, disfigurement, emotional distress. The patient suffered, sustained and incurred, and in reasonable medical probability will continue to suffer, sustain and incur, physical pain, mental anguish, disfigurement, physical impairment and medical care and treatment.